Event description:
The facility reported an infusion pump that "turns on by itself." Info regarding whether the reported problem occurred during a pt infusion was unk. No additional contact info was provided. The hosp rep stated they have no record of any pt incident since the last baxter service event.